Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic follow-up, oversensing of noise was observed on the ventricular lead and was reproducible with manipulation of the site. The patient is asymptomatic. Lead damage is suspected. No revision planned at this time; patient will be monitored.